Manufacturer narrative:
H6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not have an infection when asked for clarification on if the infections was related to the device or therapy. When asked about actions/interventions the hcp reiterated that the patient did not have an infection. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that they had a bad day on (B)(6) 2020 - (B)(6) 2020. The patient reported that they had voided more and they had more leaks. The patient also reported that they had been in a lot of pain. The patient also stated that they might have had an infection. On (B)(6) 2020 the patient reported that their programmer was showing a communication error no device response. It was noted that the patient made sure that the device was fully connected however support link had been unable to troubleshoot the communication error. The patient reported on (B)(6) 2020 that for the last few days they had a experienced a lot of burning. They also reported that on the day prior to the call (B)(6) 2020) their device had become disconnected so they called the manufacturer representative (rep) and the rep helped change the battery and that now it was working. No further complications were reported at this time.